Event description:
Allegedly the end user was in a non-invacare sling on a rpl600-1 lift when the sling slipped off causing the end user to fall. The end user sustained a fractured leg and reportedly passed away sometime after the incident occurred.